Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy (end to end anastomosis), the surgeon found u-formed staples at the distal end of the cartridge, and said that the stapling was incomplete and performed re-construction. Replaced by new reload, and the re-construction was completed with no problem. Surgical time was extended by more than 30 minutes. Additional tissue resection was required due to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.